Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: customer is reporting product has no seal, bad vacuum and not filling completely. Affected lot number 3016655.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: 09-aug-2023. Investigation summary: bd received 119 returned customer samples for investigation which were all inspected with no issues identified. Additionally, 10 retention sample tubes were draw tested. The indicated failure mode for underfill with the incident lot was not observed as all product specifications were met for all return and retain inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes that there was underfill or low draw of a tube with blood. The following information was provided by the initial reporter: customer is reporting product has no seal, bad vacuum and not filling completely. Affected lot number 3016655.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.